Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient therapy controller (ptc) displayed a message to set-up the device when the patient attempted to use it at their home. The patient later visited the pain management facility and had the ptc reconfigured without an issue. The device is not available for evaluation.

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).